Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported the cycler alarmed during fill 3 of 4. Patient cancelled treatment, opened the cycler door to remove the cassette, and noticed there was fluid leaking from the cassette and into the cycler. The sample set is made available for evaluation. During follow up, the patient reported that there were no serious injuries or complications. The patient¿s effluent remained clear. The patient notified his peritoneal dialysis nurse of the event. The patient was prescribed prophylactic antibiotics as a precaution. There are no adverse events reported at this time.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. The actual sample was visually inspected and no issues were found. During the disinfection of the actual sample a leak in the cassette film was discovered. Under a microscope a pin hole was found. The cassette (hard plastic) was inspected and no damages were found. In addition an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.